Event description:
Pt had saline implant for breast reconstruction status post right mastectomy in 1992, noticed approx 3-4 weeks ago reduction in size of breast implant and on exam it was noted that the pt probably had a leak of saline and the implant was reducing in size. On 11/8/96 removal of the old implant was performed with insertion of new implant. Implant had leak of saline.